Manufacturer narrative:
(B)(4). Method: the bc191 flexitrunk infant nasal tubing was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is based on the photographs and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing was torn at the circuit connector side between the third and fourth filament. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the bc191 flexitrunk infant nasal tubing. Based on our knowledge of the product the tubing was likely subjected to excessive force. All bc191 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A distributor reported on behalf of a healthcare facility in china that a bc191 flexitrunk infant nasal tubing was found damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.